Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device had a damage to the reservoir causing it to leak. No patient injury was reported. Additional information received via email on (B)(6) 2023. No event outcome. No medical intervention required. No patient involvement.

Manufacturer narrative:
H3. Device evaluated by manufacturer and h6. Event problem and evaluation codes: updated. One device was received. Visual inspection noted a cracked tank cover and enclosure, bent prongs on the line cord and bent micro switch, noisy pump, and rusty heater. Outdated printed circuit board (pcb) and power switch. Filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The device has a major leak even when the device isn't running confirming the customer complaint. The tank cover is cracked, and the gasket is broken down. Root cause was customer damage or negligence for not changing the tank gasket or getting it changed. A manufacturing device history record (DHR) review was not performed because the device is beyond a year from its manufacture date of 1998 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.